Event description:
It was reported that when using the bd pyxis¿ medbank tower had patient not updated on myqlink. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients not updated on myqlink. The technical support specialist found that the initial message received was an a01, as expected. However, a manual edit made to the patient profile in myqlink had inadvertently marked the patient as inactive, which contributed to the issue. The system functioned as intended after the technical support specialist addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had patient not updated on myqlink. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.